Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a dissection occurred. The patient presented with coronary artery disease and underwent percutaneous transluminal coronary angioplasty. The target lesion, located in the distal left anterior descending artery, was pre dilated with a non-compliant balloon. A 20 x 2.50 mm promus premier drug-eluting stent was then advanced for treatment. While deploying the device, a flow-limiting dissection was observed. A new stent was deployed to cover the dissection, and the procedure was completed. The patient was stable post procedure and fully recovered.